Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the patient's body. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint. Stroke and hypotension may occur during or after this type of procedure when the device functions normally. Stroke and hypotension are listed in the instructions for use as known possible adverse events associated with the use of the device. No device malfunction was reported. A conclusive root cause for the reported stroke could not be determined.

Event description:
Device malfunction: none. Time of malfunction: post procedure. Symptoms/ae: stroke. It was reported that an xact stent was successfully implanted in the right internal carotid artery. After post-dilatation, the patient experienced transient hypotension that immediately resolved with administration of atropine and phenylephrine. Post procedure the patient experienced a stroke with confusion, aphasia, dysarthria, and inattention and was treated with intravenous fluids and physical and occupational therapy, as well as insulin for uncontrolled blood sugar. The patient was discharged to a rehabilitation facility four days post procedure. At the time of discharge, the patient's condition had improved although confusion persisted. Though requested, no additional information was provided.